Manufacturer narrative:
Following the procedure, user facility personnel confirmed the patient did not sustain a bruise or an injury due to the reported event. A steris service technician arrived onsite following the event to inspect the lighting system. During the technician's inspection he found one of the spring arms was not holding position and the safety locking pin was missing. Through follow-up, the technician learned that prior to the reported event, user facility personnel had removed the safety locking pin in order to adjust the tension/positioning of the spring arm. User facility personnel then placed the spring arm upon the monitor arm so it was out of the way. When the patient was being transferred, the monitor arm was bumped subsequently causing the spring arm to "swing down" resulting in the reported event. The harmonyair surgical lighting system e-series is not under a steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician removed the spring arms from service and is awaiting new spring arms prior to the lighting system being returned to service. A follow-up report will be submitted once all service activity is completed, and the lighting system is returned to service.

Event description:
The user facility reported that while a patient was sitting upwards being transferred from a gurney to the surgical table, a spring arm from their harmonyair surgical light system "swung down" subsequently causing the lighthead to contact the patient's forehead. User facility personnel proceeded with the procedure and the procedure was completed successfully.

Manufacturer narrative:
The steris service technician installed new spring arms, tested the function and operation of the lighting system and returned the unit to service. No additional issues have been reported.